Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation / salpingectomy (bilateral)') and embedded device ('migration / perforation / hysterectomy (full) / migration of essure device location of device: linear echo genic foci w/in the uterine myometrium') in an adult female patient who had essure (batch no. 794899, 915886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis, sinusitis, bacterial infection, multigravida, parity 3 and live birth. On (B)(6) 2012, confirmation test was done which showed bilateral occlusion. Concurrent conditions included dyspareunia and anxiety. Concomitant products included buspirone hydrochloride (buspirone hcl), ibuprofen (motrin children), medroxyprogesterone acetate (depoprovera), medroxyprogesterone acetate (medroxyproges lens) and norethisterone (mini pill). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and coital bleeding ("bleeding for no reason after inter course"). The patient was treated with surgery (salpingectomy (bilateral),hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, alopecia, amnesia and vaginal haemorrhage had resolved and the coital bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, coital bleeding, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: implantation of essure device: (B)(6) 2012 (left) and (B)(6) 2012 (right). Records in any possession: implant, explant, confirm test. Current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Lot number: 794899. Manufacture date: 2010-10. Expiration date: 2013-10. Lot number: 915886. Manufacture date: 2011-10. Expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Outcome of event embedded device, fallopian tube perforation was updated to recovered. New event added:bleeding for no reason after inter course. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / perforation / hysterectomy (full) / migration of essure device location of device: linear echo genic foci w/in the uterine myometrium') and fallopian tube perforation ('migration / perforation / salpingectomy (bilateral)') in an adult female patient who had essure (batch no. 794899, 915886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis, sinusitis, bacterial infection, multigravida and parity 3. On (B)(6) 2012, confirmation test was done which showed bilateral occlusion. Concurrent conditions included dyspareunia and anxiety. Concomitant products included buspirone hydrochloride (buspirone hcl), ibuprofen (motrin children), medroxyprogesterone acetate (depoprovera), medroxyprogesterone acetate (medroxyprogesterone lens) and norethisterone (mini pill). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), amnesia ("memory loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral),hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, alopecia, amnesia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: implantation of essure device: (B)(6) 2012 (left) and (B)(6) 2012 (right). Records in any possession: implant, explant, confirm test. Current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Lot number: 794899, manufacture date: 2010-10, expiration date: 2013-10. Lot number: 915886, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: quality-safety evaluation of ptc:product technical complaint. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration / perforation / hysterectomy (full) / migration of essure device location of device: linear echo genic foci w/in the uterine myometrium') and fallopian tube perforation ('migration / perforation / salpingectomy (bilateral)') in an adult female patient who had essure (batch no. 915886, 794899) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis, sinusitis, bacterial infection, multigravida and parity 3. On (B)(6)2012, confirmation test was done which showed bilateral occlusion. Concurrent conditions included dyspareunia and anxiety. Concomitant products included buspirone hydrochloride (buspirone hcl), ibuprofen (motrin children), medroxyprogesterone acetate (depoprovera), medroxyprogesterone acetate (medroxyproges lens) and norethisterone (mini pill). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), amnesia ("memory loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (salpingectomy (bilateral),hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the embedded device and fallopian tube perforation outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, alopecia, amnesia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: implantation of essure device: (B)(6)2012 (left) and (B)(6)2012 (right). Records in any possession: implant, explant, confirm test. Current weight 144 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal haemorrhage), event uterine perforation upgraded to device emebedded. Reporter information, aka name, medical history, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation / hysterectomy (full)') and fallopian tube perforation ('migration / perforation / salpingectomy (bilateral)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012, confirmation test was done which showed bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, alopecia and amnesia had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: implantation of essure device: (B)(6) 2012, (left) and (B)(6) 2012, (right). Records in any possession: implant, explant, confirm test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: plaintiff fact sheet received: events: perforation, migration, pain / pelvic, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), hair loss and memory loss were added. Outcome of events pain, bleeding were updated. Essure implant and explant date and reporter details were added. Patient date of birth added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.